Event description:
Customer reportedly obtained results of 10 mg/dl and 75 mg/dl on the active system within 10 minutes. Customer ate after obtaining results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return. Replacement was sent.